Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add¿l info was provided.

Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone during an alarm condition. Additionally during testing, the device did not deliver a dose when the pt pendant was pressed. The cause of the device to not sound an audible alarm tone and to not deliver a dose when the pt pendant was pressed was due to a cable that was disconnected from the connector on the power supply printed circuit board. The unplugged cable interrupted the electrical signals from the audio alarm circuit and the pt pendant circuit. The cause for the disconnected cable could not be determined. The device was last serviced by hospira in (B)(4) 2005. This report represents all the info known by the reporter upon query by hospira personnel.